Event description:
The feeding tube was found missing the bolus end more than 30 days after placement. The exact indwelling time is unknown. The feeding tube has been disposed of by the hospital.

Manufacturer narrative:
No injury was reported. Retention samples were visually examined and no breaks were noted. Similar product was mechanically tested and in order to duplicate a similar break more than 5 lbs of tensile force was applied to the feeding tubes. It is unclear how these types of forces could be applied during clinical use.